Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. The treatment included vancomycin and fortum administered intraperitoneally (intraperitoneally (ip), dosages and frequencies not reported, for three weeks) and fluconazole (orally, dose and frequency not reported, for seven days more) as discharge medications for peritonitis. At the time of this report, the patient was still hospitalized and was reported to be recovering with clear effluent and no fever. The action taken with pd therapy was not reported, however, it was reported that patient would begin performing hemodialysis therapy in the future. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.